Manufacturer narrative:
(B)(4). The complaint device was scrapped by the hospital and could therefore not be evaluated. The hospital did not provide sufficient information about the incident for us to be able to determine the cause of the reported leak. A lot check revealed no other complaints for lot number 101203. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production. Device scrapped by hospital.

Event description:
A hospital in (B)(6) reported that an rt235 infant breathing circuit leaked while in use. No patient consequence was reported.